Event description:
It was reported through the litigation process that ten months and twenty-six days post a port placement via the left internal jugular vein, the catheter had allegedly fractured. It was further reported that the fractured catheter fragment had allegedly migrated into the patient¿s main pulmonary artery under computed tomography examination. Furthermore, patient allegedly experienced chest pain and the retained portion of the fractured catheter fragment was successfully retrieved with a snare device, and the port and catheter were removed intact. Reportedly, the patient expired due to metastatic to mediastinum invasive ductal carcinoma of right breast and pneumonitis. However, the relationship of patient's death with the device was not provided, but the device may or may not have caused or contributed to the patient's death.

Manufacturer narrative:
Additional information was received, and the file was reassessed for reportability and determined to be reportable as death. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. The medical record showed that the catheter had fractured and then migrated into the patient's main pulmonary artery. The port and catheter remaining were removed along with the migrated portion of the catheter. The patient later expired and the reason for death was metastatic to mediastinum invasive ductal carcinoma of right breast and pneumonitis. Therefore, the investigation is confirmed for the reported complete catheter fracture with material separation and migration of a catheter fragment. A relationship between the patient death and the device issues cannot be confirmed at this time. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10:g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that ten months and twenty-six days post a port placement via the left internal jugular vein, the catheter had allegedly fractured. It was further reported that the fractured catheter fragment had allegedly migrated into the patient¿s main pulmonary artery under computed tomography examination. Furthermore, patient allegedly experienced chest pain and the retained portion of the fractured catheter fragment was successfully retrieved with a snare device, and the port and catheter were removed intact. Reportedly, the patient expired due to metastatic to mediastinum invasive ductal carcinoma of right breast and pneumonitis. However, the relationship of patient's death with the device was not provided, but the device may or may not have caused or contributed to the patient's death.

Event description:
It was reported that ten months and twenty six days post port placement, the patient developed chest pain, and a computed tomography examination revealed that the catheter was allegedly fractured. It was further reported that the dislodged catheter had migrated into the pulmonary artery. Reportedly, the patient allegedly experienced extreme chest pain and was required to undergo surgery to remove the port and remaining fragments. The current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.